Event description:
It was reported that the watchman delivery system became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but did not meet release criteria so the device was fully recaptured. After the closure device was recaptured, the physician was unable to redeploy it back into the patient. The physician felt the wds had become damaged and could not be implanted in the patient. A new wds was then used to successfully complete the procedure with a closure device being implanted in the laa of the patient. The patient did not experience any complications as a result of this event.